Event description:
On august 10th a number of letters were received from the FDA office of surveillance and biometrics. A review of the info found the majority had been previously reported. We could not directly match the info to a known event. Pt claims that during insertion of a #5 charite disc a (middle) tooth broke off the endplate. Final fluoroscopy prior to closure showed the fragment. Retractors were used to expose the spine to remove the fragment. In so doing the pt sustained vascular damage. Pt claims at this time to have continued pain.

Manufacturer narrative:
No connection can be made between the reported event and any shortcoming of the device. As no further info was received from the complainant we are closing this complaint at this time.